Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that auxiliary drawers 4.1 and 4.2 required replacement. A field service engineer (fse) powered off the device, removed the cubies, and removed and replaced the drawer. During the process, it was found that the divider in the new drawer was not seated properly. The fse removed the drawer again, adjusted the divider, and then reinstalled the drawer and cubies. The station was restarted, and the drawer was configured. Additionally, the row ribbon cable at the controller board for drawers 3.1 and 3.2 was re-seated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary drawer had multiple cubie failure. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.